Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 65 (mg/dl). Reportedly, customer believes that their bg levels were caused by exercising excessively and not related to pump or supplies. Customer consumed a glucose tablet to treat low bg level. Recommendation was made to consult with health care provider to discuss diabetes management.